Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to an excessive force applied on the cfb. In addition, we confirmed that insertion flexible tube crashed. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).